Manufacturer narrative:
The calcium gen.2 lot number is 82133401 and the expiration date is 30-nov-2025. A field service engineer (fse) determined that there was a problem with the detergent washers. The sample pipette was changed and aligned. The detergent washers were verified and a calcium precision test was completed and passed. The customer has not reported any new events after the fse's actions. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas 4000 c311 stand alone system. Patient 1's initial result was 12.9 mg/dl, and the repeat result was 9.7 mg/dl. Patient 2's initial result was 19.7 mg/dl, and the repeat result was 10.1 mg/dl. Patient 3's initial result was 18.1 mg/dl, and the repeat result was 9.6 mg/dl.